Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. The implants detailed in the complainant's statement were not returned. The evaluation revealed that three each 3 x 8 mm peek tenodesis drivers and two 3 x 8 mm peek tenodesis screws were returned. The returned screws were undamaged. Two of the returned drivers had their distal hex drives completely broken-off (as described in the complaint event). The devices met all material specifications as received. This type of event is typically caused by not inserting the implant coaxial to the bone tunnel, prying/leveraging the driver while the implant is still loaded, torquing while leveraging the device and/or improper bone preparation prior to insertion. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the procedure was a scapholunate ligament reconstruction with palmaris longus graft. As the anchor was being inserted into the bone, the driver failed at the junction of the anchor with slight prominence of the anchor. A second driver was then used to advance the anchor into the scaphoid but that also failed in a similar fashion. Proximal 1-2 mm of the screw was debrided down with a rongeur until it was lying below the surface of the scaphoid (partial anchor). Pt recovering fine to date.